Event description:
The seat allegedly broke on the commode, causing the consumer to fall to the ground. No injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.